Manufacturer narrative:
The device was received for evaluation. During functional testing, 'pump returned from service and it came back reading 5ml less on the accuracy test was reproduced. A review of the event history log and the customer reported problem could not be confirmed through the event history log. Event occurred during biomed service. Review of the history log revealed no abnormalities that could cause or contribute to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be travel pressure plate and m2/m3 springs. The travel pressure plate will be adjusted and m2/m3 springs requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused 5ml on the accuracy test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.